Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving atp and hv shocks for svt. Review of the episodes revealed inappropriate therapy for af with rapid ventricular response. Programming changes were made. The patient is stable.